Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument. Fse tightened loose reagent syringe. Fse calibrated cr-s, performed a 10 replicates precision run, and ran quality control without error. Issue was resolved. Instrument resumed operation. Although the reagent syringe was found to be loose, maintenance had been done 2 days prior and there are no reports of issues prior to this event. Issue was resolved through routine troubleshooting. (B)(4).

Event description:
The customer reported that they generated false high results for creatinine (cr-s) on their unicel dxc 660i synchron access clinical system. The false high patient result was reported out of laboratory. The customer repeated the samples on an alternate dxc and obtained results within the normal reference range for the patients. The patient was administered IV (intravenous) hydration fluid based on false high cr-s results reported. The patient glucophage and lisinopril was held and patient diagnosis was changed to acute renal failure. There was no harm to patient due to treatment. The report was amended with the lower result from the redrawn patient sample. Quality control prior to the event was within lab-established ranges.